Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional via a company representative regarding a patient who was receiving dilaudid 30 mg/ml; 0.183 mg/day (minimum rate) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the patient started experiencing withdrawal symptoms on (B)(6) 2017. The patient presented to the emergency room (ER) on (B)(6) 2017 to check the status of the pump. The pump started to alarm ¿last night¿ ((B)(6) 2017) but the logs confirmed that it did not actually start until (B)(6) 2017. A critical alarm occurred; low battery reset occurred; reset occurred; safe state occurred. The representative confirmed the low battery reset had first started occurring at 03:37 on (B)(6) 2017 and it had occurred multiple times. It was recommended to follow up with the healthcare provider. The pump was replaced on (B)(6) 2017 and the withdraw al was resolved. The cause for the low battery reset and safe state was not determined. No further complications were reported.